Event description:
It was reported that before a low anterior resection procedure, the generator showed an error code three. Unknown how case was completed.

Manufacturer narrative:
(B) (4). Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.